Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. The cause of low bg was unknown. The customer received third party assistance from their spouse and another bystander, who assisted the customer in getting to a sofa to lie down and provided skittles and orange juice to address bg. Reportedly, the pump was replaced to resolve the low bg issue and the customer continued to use the pump for insulin therapy until replacement arrives.

Manufacturer narrative:
The device was returned to tandem >45 days from awareness date. Investigation is not required per qs-043. The information will be used for tracking and trending purposes.